Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of a tcmid: 05 (coolant diff failure) was observed during functional testing and during review of the event log. The probable root cause was due to the damaged lm 34 temperature sensor due to wear and tear. Upon visual inspection no physical damage was observed. A review of the event log was performed and found tcmid: 05 error to have occurred on the reported event date. The thermogard xp ivtm console is a reusable device and was manufactured on 14 mar 2011. It has exceeded its expected service life of five years and is over 8 years old. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. After replacing the lm 34 temperature sensor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed tcmid: 05 (coolant diff failure) error message. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence information was available. No further information was provided.